Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the electrode pads were damaged during opening of packaging. The crews used a 2nd set of pads, and noticed a similar issue, but were able to slowly pull the pads from the adhesive backing in order to keep the adhesive intact to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The customer was contacted for return of the suspect product. The customer could not provide the pads or lot number for evaluation. The instructions for use for onestep pediatric CPR electrodes state: "grasp the back/sternum electrode from the bottom red tab and peel from the plastic liner."